Manufacturer narrative:
The customer contacted the siemens technical support center (tsc). The customer stated that prior to the event, they replaced the film/diaphragm on the instrument. The tsc instructed the customer to remove the diaphragm and heat torch. The customer cleaned the opening and installed a new heat torch. A siemens headquarter support center (hsc) specialist reviewed the event. Hsc concluded that in the event of an ioc error, the control system cannot turn off the heat torch, and the heating element will burn out, produce a burning smell, and may char. The entire assembly is contained within an aluminum block and there is no risk of fire or damage to the instrument or the operator. The cause of smoke emitted from the instrument was due to a heat torch failure. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
An input output communication (ioc) error was obtained on the dimension exl with lm instrument, after which the customer reported smoke was emitted. The instrument was powered off and there were no reports of injury to staff, damage to property, or impact to patient samples.